Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) lot in march of 2024 from lot number 06h2362436. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection revealed that the device exhibited improper function due to the jaws being bent and misaligned, resulting in the jaws not being parallel. Proper jaw parallelism is required for the device to operate correctly and ensure appropriate clip closure. During functional testing, the device operated properly and successfully picked up and held the clip but the device failed to close the clip as correctly. We are unable to determine what caused the jaws to be bent/misaligned but excessive force/misuse at the end user's facility is suspected. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws are not loading clips properly." Multiple attempts to obtain additional information from the complainant have been unsuccessful at the time of this report.